Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic removal of gallstone, the subject device was used. The subject device could not be removed from the patient body. The user used bml handle (maj-441) to remove the device. The operating wire of the proximal side was broken off. The user tried to use the emergency lithotriptor, but the user could not use it since the basket wire was not withdrawn into the coil sheath completely. Eventually, the stone came off the basket wire and the device could be removed. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of the device's removal.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operation pipe broke off. The fracture shape seemed like a large load applied at the break point. As a measurement result of the outer diameter of the operation pipe, there was no abnormality. A part of the basket wire was broken off. The fracture shape seemed like a large load applied at the break point. As a measurement result of the outer diameter of the basket wire, there was no abnormality. The angle of the loop at the proximal side of the center wire is large. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the subject device could not be removed due to the size of the calculus. It is probable that the fracture of the operation pipe and basket wire was caused by the application of a force greater than the strength of the product during crushing. The above device handling has warned in the instruction manual.